Event description:
Treatment of a small cerebral aneurysm measuring 4mm located in the ic-pc (internal carotid-posterior communicating) artery. On (B)(6) 2014, the patient underwent embolization treatment. During the procedure using the double catheter technique, it was reported the physician inserted an axium 3d 3x6 and then inserted an axium 3d 3x4. The physician then detached the first coil successfully with the instant detacher, but the second one would not detach with the instant detacher. The physician decided to remove the coil from the patient. During the retrieval of the coil, it detached as it was retracted approximately 2cm inside the microcatheter. The microcatheter and coil were removed from the patient. A neuroform stent was used to complete the procedure. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded.(B)(4).